Event description:
It was reported that on an unknown date the patient underwent hip revision surgery. The patient experienced pain as a result of the insert slipping out of the bearing shell. After the patient was opened during the procedure, advanced metalosis was present in the joint. The operation ended with a revision. The bearing shells, the inserts and the replacement of the head on the femur stem. Elements were removed from the patient's body and intraoperative images were taken. The swab was taken for laboratory examination.

Manufacturer narrative:
Product complaint (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hip revision surgery, the reason for which was the patient's pain as a result of the insert slipping out of the bearing shell. After the patient was opened during the procedure, advanced metallosis was present in the joint. The operation ended with a revision: the bearing shells, the inserts and the replacement of the head on the femur stem. Elements removed from the patient's body and intraoperative images are protected for inspection. The swab was taken for laboratory examination. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the rim of the altrx neut 32idx48od fractured in uneven portions and some of the anti-rotation device (ard) tabs had sheared off. Broken fragments were returned for evaluation. Additionally, the concave surface of the device was found deformed. Although there is no certainty what condition happened first, and there is no root cause established for the fractured and deformation of the device, the reported allegation can be confirmed as a fracture on the anti-rotational mechanism can be one of many factors that could have led to a dissociation condition between the altrx neut 32idx48od and pinn sector w/gription 48mm. Nevertheless, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations, patient changes over time and the extraction procedure. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A search of the medtech nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the altrx neut 32idx48od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A search of the medtech nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation (nc search) was performed for the finished device product code:122132048, lot:jh1078 and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot a manufacturing record evaluation (nc search) was performed for the finished device product code:122132048, lot:jh1078 and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot, catalog, lot, expiration date, primary UDI number), g4 PMA/ 510(k), h4 if information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.